Event description:
In (B)(6) 2016, a 23mm trifecta gt was implanted. In (B)(6) 2018, the 23mm trifecta gt was explanted due to a torn leaflet. Additional information has been requested. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of a torn leaflet was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis, however two photos of the outflow surface of an explanted valve were received for analysis. Based solely on the aforementioned photos, one leaflet appeared to have torn away from a stent post. Tissue of an indeterminate nature encroached into the inflow diameter of the valve at the inflow surface; however, the angles of the received photos obscured if and where this tissue was attached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.